Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's nurse reported via phone call that the customer who was in the intensive care unit had experienced a high blood glucose level of 800 mg/dl. The customer also had an explainable high blood glucose level of 600 mg/dl on (B)(6) 2017. The customer was in the hospital due to a non-diabetic related issue. The customer's current blood glucose level was 85 mg/dl. The customer was treating their blood glucose with the insulin pump. Troubleshooting was performed on the insulin pump. There were no air bubbles. Insulin was able to exit during the manual prime and fill tubing process. It was noted that a month ago, the bolus and basal settings were changed. The customer reported that the bolus history displaced all entries based on their recollection. The customer was advised to call back for assistance if high blood glucose persist. The device will not return for analysis.